Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptoms - helium loss and drain failure alarms during pt transport. No harm to pt. Customer unable to duplicate symptom after pt was taken off intra-aortic balloon pump. Findings/actions taken: unable to duplicate. Did confirm squared off balloon pressure waveform (bpw) and confirmed with customer print out. Noted transducer on pneumatic control switch (pcs) failed blood pressure transducer checkout. Replaced pcs assembly and broken caster. Passed functional checklist.